Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Also,operator not trained, per instructions for use - this device is restricted to sale by or on the order of physicians (or other healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device was not returned for analysis. The investigation determined the reported difficulties to be related to the use error of the device and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, reportedly, the sheath was split incompletely due to a handling issue. The sheath was not handled properly and a kink occurred. Therefore, the splitting of the sheath was incomplete. The clip was deployed; however, remained in the mid part of the sheath due to the incomplete splitting of the sheath. Resistance was met upon removal of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported not to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.